Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. Previous mars indicate it is likely that the screw was over-torqued in the retracted position, causing the seizure. No remarkable damages were observed on the threaded surfaces. No material or manufacturing defects were observed during this examination. Visual inspection:the device has markings consistent with use and cleaning. Dimensional inspection: not performed because the device was returned damaged. Functional inspection: one screw is seized, confirming the reported event. The head of one screw had fractured off. This is likely due to over torquing that leads to seizure. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the loaner staff of stryker (B)(4) noticed the seizing of the screw of the device. They could not specify when and where the device was used.

Event description:
It was reported that the loaner staff of stryker (B)(6) noticed the seizing of the screw of the device. They could not specify when and where the device was used.